Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole in the tubing set; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of an unspecified medication. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from a hole at an unspecified location of the tubing set. The tubing set was replaced and the therapy ws initiated. Though requested, no additional information was provided.